Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was no unanticipated tissue or blood loss. Surgical time was extended during the procedure due to the product problems, because the mesh had to be removed carefully to avoid injuring the bowel.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient previously had multiple prolapse operations. A posterior ivs mesh at one of the repairs more than 10 years and no further specific details were available. The patient then presented with symptoms of recurrent vaginal prolapse. At the time of this prolapse correction it was noted that there was a 1cm mesh exposure in the vagina related to the ivs mesh. The patient was relatively asymptomatic and this area of mesh was excised at the same time of having a sacrospinous colpopexy and pelvic floor repair.